Event description:
It was reported that when using the bd pyxis¿ es refrigerator was failed to unlock. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes section d unique identifier (UDI), medical device model, brand name, medical device catalog, medical device serial, section b describe event or problem, section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator failed to open and unable to be unlocked. A field service engineer instructed the customer to receive the keys for refrigerator, rebooted the station and refrigerator manually and confirmed that the customer was able to recover the refrigerator. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was failed to unlock. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.